Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This dm0010faa perforator with lot number 947/16 was manufactured by micromar. Device history record was reviewed by micromar and per their report, all the processes were executed according to what was planned and validated. There were no observations or nonconformities during the manufacturing process was reviewed. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator did not disengage when it had drilled through the bone and surgeon had to stop it and the perforator got to the dura. It was reported that a second perforator was used and the same issue occured. The patient was reported to have a very thick skull bone which had fused with the brain due to aggressive atypical meningioma. No additional information was provided regarding patient impact and additional information is currently being requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run for both perforators returned (lot numbers 947/16 and 107/17). Evaluation of the ad03 device (serial no. (B)(4)) used with both perforators could not reproduce the reported malfunction of stalling. However it was identified that the gears were dried out. This may have contributed to the users experience. These (B)(4) perforators with lot numbers 947/16 and 107/17 were manufactured by micromar. Device history record was reviewed by micromar and per their report, all the processes were executed according to what was planned and validated. There were no observations or nonconformities during the manufacturing process was reviewed. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator did not disengage when it had drilled through the bone and surgeon had to stop it and the perforator got to the dura. It was reported that a second perforator was used and the same issue occured. The patient was reported to have a very thick skull bone which had fused with the brain due to aggressive atypical meningioma. On follow up it was reported that there was a delay in the surgery and the patient had no other impact reported. On further review it was reported that ad03 used with both perforators did not feel or sound like it usual. Device was returned for evaluation.